Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has benefited from ceasing to use the device after the release of the fsn. He is requesting reimbursement of the device rental fees and reimbursement for damages. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Due to no device information being provided, the exact recall number is unknown. The possible recall numbers are z-1972-2021, z-1973-2021, and z-1974-2021. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has benefited from ceasing to use the device after the release of the fsn. He is requesting reimbursement of the device rental fees and reimbursement for damages. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Due to no device information being provided, the exact recall number is unknown. The possible recall numbers are z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.